Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
5/03/2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had skin irritation on her back. The irritation was described as red skin underneath the rear therapy electrodes (tes) that was not open. The patient consulted her physician who recommended using a cream. Follow-up indicated that the skin irritation had been improving slowly.